Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to a deflation. Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and wear abrasion leak test and microscopic analysis was performed which identified: striated punctured on anterior, opening crease sharp on anterior, observed void on valve side within specification per qa199.06(texture side) is not considered a workmanship and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening a striated punctured due to surgical damage like consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a right side deflation. Device has been explanted.